Manufacturer narrative:
Pump received with blank display, unable to power on device/test device, problem isolated to printed circuit board. Unable to test for failed battery test alarms or replace battery alarms due to blank display. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. No damage noted in the battery compartment/battery tube spring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received failed battery alarm and replace battery now. The customer¿s blood glucose level was 107 mg/dl. The customer also reported that the insulin pump had cosmetic damage. The insulin pump will be returned for analysis.